Event description:
It was reported that during a ptca stenting procedure, the coating of the choice pt guide wire detached and remains in the patient. The lesion being treated was located in the proximal left anterior descending (lad) coronary artery. The choice pt guide wire was used as a buddy wire with another manufacturers guide wire. Another manufacturers drug eluting stent was advanced over the other manufacturers guide wire, and the choice pt guide wire was left in place during deployment of the stent. Upon removal of the choice pt guide wire post deployment, the polymer stripped off and remains embedded in the artery wall and stent. The procedure was not completed due to this event. No further patient injuries or complications were reported. Patient status is reported as "good".